Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure, reflux of gastric contents occurred shortly after peg replacement. The physician advanced an obturator down to activate the reflux valve because he/she felt the problem was with the valve however, this did not resolve the issue. A feeding tube was connected to the button to prevent reflux. A new button replacement gastrostomy device will be placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure, reflux of gastric contents occurred shortly after peg replacement. The physician advanced an obturator down to activate the reflux valve because he/she felt the problem was with the valve however, this did not resolve the issue. A feeding tube was connected to the button to prevent reflux. A new button replacement gastrostomy device will be placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the button dome showed it had been correctly manufactured and securely attached to the body of the device. Button valve was properly attached and no damage was found. Function of valve was verified by placing 20cc syringe in body of button and drawing a vacuum to ensure the valve sealed properly to body. The body shaft collapsed during vacuum confirming that no leakage occurred around the valve. The condition of the returned unit was not consistent with the complaint incident that the device valve leaked. The function of the valve was verified by drawing a vacuum using a syringe. If the valve had not functioned properly, a leak would have occurred and no vacuum could have been pulled on the body. Because the valve functioned as designed it was noted by the complaint investigation site (cis) that the customer complaint was not confirmed. Therefore, root cause could not be confirmed. (B)(4)